Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15159. It was reported that when the patient presented to the clinic on (B)(6) 2019 for a non-invasive program stimulations (nips) procedure, the physician induced a ventricular tachycardy (vt) which degenerated to ventricular fibrillation (vf). The device appropriately detected the vf and delivered two high voltage shocks which both failed to convert the patient to sinus rhythm. The patient was successfully defibrillated with an external shock. Fluoroscopy was performed and revealed that the right ventricular lead was positioned high in the septum. The physician elected to revise the lead. The patient presented to the clinic on (B)(6) 2019 where the single coil lead was capped and replaced with a dual coil lead. Following the procedure, defibrillation threshold testing (dft) was performed which also failed to convert the patient to sinus rhythm. The patient was successfully defibrillated with external shocks. The patient presented to the clinic on (B)(6) 2019 where an azygous competitor lead was implanted with an adapter to connect with the dual coil lead. The implantable cardioverter defibrillator was explanted and replaced with a new device. The patient was stable.